Event description:
Sterile defibrillator sys test probe punctures packaging material. Metal tips of probe puncture outside of packaging materials. Packaging has changed from heavy plastic and tyvak to pvc and tyvak material.